Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the blood glucose was 25 mmol/l with nausea, dehydration, and increased thirst. The reporter indicated that the pump was alarming for an occlusion during the bolus. The pump history was reviewed and noted that the pump bolus history showed that 0.5 units of 5.0 units programmed was delivered due to the alarm; the remainder of the bolus was not completed. The reporter indicated that the pump was able to prime successfully when the infusion set was disconnected from the pump without any occlusion alarms occurring. The reporter indicated that the site was changed and blood glucose levels decreased to 21 mmol/l. This report is made based on the allegation that the patient experienced hyperglycemia contributed to by use error of failing to deliver the remainder of a bolus after an alarm occurred on the pump.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.